Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that when flushing purple lumen, bubble observed in red lumen to be moving in response to flushing in neighboring lumen. Stopped all usage of PICC. Md authorized stopping IV antibiotics. PICC was removed. No harm was reported. No other information was provided.